Manufacturer narrative:
Device evaluated by manufacturer: the epic stent delivery system (sds) was received with no original packaging or other devices. The stent was protruding 2mm from the distal end of the delivery system. The distal stent struts were flared. The exterior shaft was buckled adjacent to the proximal end of the markerband and flared adjacent to the distal end of the markerband. The inner diameter (ID) of the wire lumen was within specification. Functional testing was performed by loading a .035"guidewire into the tip and completely advancing through the wire lumen without encountering any unusual resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, premature stent deployment occurred. The target lesion was located at the bile duct. After unpacking, flushing of this device with saline was performed. The physician attempted to insert the 10mm x 80mm x 75cm epic stent. The guidewire was inserted from the distal end however, resistance was encountered. As a result, the inner catheter of the stent delivery system (sds) was stretched and the stent was prematurely deployed "about 2mm before releasing" but was never detached from the sds. The device was difficult to advance. The device was then removed and exchanged with a 10mm x 7cm epic stent and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, premature stent deployment occurred. The target lesion was located at the bile duct. After unpacking, flushing of this device with saline was performed. The physician attempted to insert the 10mm x 80mm x 75cm epic stent. The guidewire was inserted from the distal end however, resistance was encountered. As a result, the inner catheter of the stent delivery system (sds) was stretched and the stent was prematurely deployed "about 2mm before releasing" but was never detached from the sds. The device was difficult to advance. The device was then removed and exchanged with a 10mm x 7cm epic stent and the procedure was completed. No patient complications were reported and the patient status was good.